Manufacturer narrative:
E1: address line 1: (B)(6). One device was returned for analysis. Visual inspection found a detached downstream occlusion seal/sensor. Functional testing found the downstream occlusion (dso) sensor was defective. There was no evidence to review in the device's event history log. The cause of the customer reported issue was due to a defective printed wiring assembly (pwa). As a result, the pwa was replaced. The dso sensor was also replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited an incorrect date and time. During physical inspection, it was found that there was a downstream occlusion sensor/seal issue. There was unknown patient involvement, no patient injury was reported.